Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma (late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "had symptoms in regards to my implants such as aching in the right breast & a fluid collection under my implant". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported bilateral exchange of textured breast implants due to the patient¿s concern with the product, "symptoms in regards to my implants such as aching in the right breast & a fluid collection under my implant," and "it is visible." This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation and creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Device has been explanted.